Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked with the internal components fully deployed, except the anchor which was not present. The distal end of the black compaction marker was able to be seen. The complaint could be confirmed for anchor detachment due to excess tamping. The exact root cause could not be determined. The likely cause was determined to have been tamping beyond the distal tip of the black compaction marker. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).

Manufacturer narrative:
A3b: gender: requested, not provided. A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ir coordinator. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that upon finishing a cerebral angiogram, an 8 french angio-seal was opened, and the deployment process was started. After the angio-seal wire was placed, the device and dilator were attempted to be inserted into the artery. Due to patient size the wire was not allowing the support needed to advance the angio-seal. An 8 french dilatator was then used to introduce an amplatz wire. Then the angio-seal was able to be introduced into the artery; however, it was difficult. After the deployment steps were executed, when the tamper tube was attempted to compress the slipknot, the whole device pulled out. Manuel pressure was then applied. The blood loss was less than 250cc's. There was no patient injury or surgical intervention required. The procedure performed was a hypogastric embolization. Additional information was received on 21aug2024: a pre-deployment angio was performed. There have been no reports of post complications for the patient.